Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the blade did not rotate correctly and the device made a sound that was not normal. The device would not cut as if it were already dull. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/27/2009. Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form.